Manufacturer narrative:
The device has been returned. The quality engineer has not at this time completed his evaluation and investigation. A supplemental report will be filed when the report is received.

Event description:
It was reported that, "during a surgical procedure the loaded clips dropped out of the jaws. There was no pt injury reported."